Event description:
It was reported by the patient that she underwent a gynecological procedure in 2009 and posterior pelvic floor repair mesh was used. Since the procedure, the patient experienced pain when active and non active. The patient has stopped having sexual relations due to pain. The patient has been treated for urinary tract infections which she did not get prior to the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).